Event description:
It was reported that the patient expired due a cerebrovascular accident. The patient was at home functioning normally and their wife woke up and said the patient was "snoring" and then realized that he was not breathing and called 911. Computerized tomography of the head was performed and a hemorrhagic stroke was diagnosed. The patient was gurgling, flaccid, and unresponsive. It was determined that bleed was catastrophic with no hope of normal recovery so the family opted for comfort care. The death was not considered to be device related and the device operated as expected. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Main investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.